Event description:
Customer reported experiencing low blood glucose readings. Customer stated that with the insulin pump customer often stays on the lower side of 60 mg/dl to 70 mg/dl. Customer stated that his blood glucose readings once dropped to 38 mg/dl due to not eating the way he should. Customer further stated that they are making tweaks on his insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.